Event description:
I went to use a ulticare insulin safety syringe and freshly opened out of the package it was dirty. There's something stuck to the needle. This is a major health violation, the syringe is supposed to be sterilized. If I hadn't noticed it was dirty I would have injected myself with an unsterile needle which could lead to serious infection.